Event description:
Patient was revised to address poly wear, synovitis and mild osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after fifteen years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is an obsolete item. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.